Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the touchscreen became cracked. Reportedly, the pump is still functional. Customer had elevated blood glucose levels (400 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Customer indicated they have back up manual injections for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.